Event description:
It was reported that the insulin pump alarmed during manual prime. Customer stated alarm not recurring after changing the infusion set and reservoir. Blood glucose 85 mg/dl. Customer reported she ordered a new insulin pump and declined to return the current insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.